Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing in the form of noise resulting in inappropriate ventricular sensed events. The lead was capped and replaced. No patient complications have been reported as a result of this event.